Manufacturer narrative:
Evaluation summary: no anomalies found. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift.

Event description:
No information accompanied the returned device. It subsequently tested out of specification during manufacturer's analysis. Request for additional information has been unproductive to date.